Manufacturer narrative:
The tech found the casters were worn and the hex rod screw was the incorrect size. The tech replaced the casters and the hex rod to repair the stretcher.

Event description:
Info received indicates the foot end casters will engage in brake, but do not hold.